Event description:
On 05/29/2009, the pt reported that a defective up or down button on his infusion device attributed to hospitalization for elevated blood glucose of over 500 mg/dl. He stated that the infusion device did not give confirmation beeps/vibrations when buttons were pressed. The incident occurred 2 years ago in 2007. He stated that early in the day he felt nauseous and was vomiting and he changed the insulin cartridge, battery, infusion site and tubing and he was not able to lower his blood glucose. He was treated with an insulin IV at the hospital and he disconnected from the infusion device. He stated that the medical professionals attempted to adjust the basal rates on the infusion device but he refused and he left the hospital 24 hours after being admitted. He continued to use the infusion device until it was replaced in 2008. On that date, the pt reported the defective button, but did not report being hospitalized. He has had no further issues since beginning use of the replacement infusion device. Product was previously replaced and returned for evaluation.